Manufacturer narrative:
(B)(4). Concomitant medical products: catalog # 42527900702 , persona articular surface provisional shim, lot #62290847. Catalog #42527900504 , persona articular surface provisional shim, lot #62315467. Visual inspection confirmed that only one ball bearing was found missing for two tasp shims and both the ball bearings and springs of the detached ball bearing were missing and not returned for the third shim. It is also noted that the surface of the shims appear to be scuffed and have wear marks. Discoloration of the surface of all the devices can also be seen. Slight evidence of deformation of the swage in the distal/proximal direction was present. Dimensions found the part to be conforming to print specifications where measured. These devices are used for treatment. A corrective action found that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on december 11, 2014. FDA recall z-1052-2015 contains all tasp shim lots.

Event description:
It is reported that after the instruments were sent through cleaning, ball bearings were noted missing.